Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they ¿guess¿ the device is working and they could feel it. The patient reported it was not doing any good most of the time. The patient reported that they are told to change something, then they do, and it is no help. The patient reported they had 2 times where they had to get up one time during the night, and 99% of the time they had to get up every 2-3 hours, sometimes 4 hours. The patient stated it changed every few days, sometimes it helped to change the settings and again it doesn't. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device just stopped working. It was clarified that, 2 days ago, the patient started going to the bathroom every hour. It was also stated that the patient had some pain and ¿knows it¿s working.¿ it was reviewed that the patient should feel a comfortable sensation, not pain. The patient then stated that it hurts when they urinate, and that it started ¿a couple days ago.¿ troubleshooting included walking the patient through their programmer, and they decreased their settings to see if that would help. It was recommended that the patient follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.